Event description:
It was found that the patient underwent generator and lead replacement for unknown reason. Review of programming history identified that high impedance was obtained on device diagnostics and the device was then replaced. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.